Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging error codes occurred on a dreamstation auto CPAP device. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center. The occurrence of error codes was confirmed. In addition, foam particles were found during the device evaluation. The device was scrapped following the evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.